Manufacturer narrative:
The subject device is currently in process of evaluation by the manufacturer.

Event description:
Boston scientific neurovascular became aware that during a procedure the microdelivery catheter came apart while deploying the stent. Pulled out of the patient and used another unit. No complications with the patient as a result of this event.